Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused due to the unreliability of the cubie pocket. A field service engineer tested the drawer and removed the pocket from service to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system had cubie failure. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient. There were no adverse events or injuries reported based on this event.